Manufacturer narrative:
B3. Date of occurrence continued: on (B)(6) 2023. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported that the patient had been diagnosed with depression since the last time she completed her questionnaire. The follow up findings indicated the reported event was prior to her breast implant surgery. Healthcare professional later reported a right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d1, d4, d6b, h4, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Healthcare professional reported that the patient had been diagnosed with depression since the last time she completed her questionnaire. The follow up findings indicated the reported event was prior to her breast implant surgery. Healthcare professional later reported a right side rupture. Device has been explanted and replaced.